Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed the downstream occlusion calibration. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one device. Visual inspection found delaminated downstream occlusion sensor (dso) seal. Customer complaint of, failed dso calibration, confirmed through, dso calibration. Replaced, dso seal. Cleaned out debris around dso sensor. Performed dso test. Performed sensor calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.